Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was received: as per the case narrative reported "having trouble attaining and was inquiring about availability and status of them. During conversation, hcp mentioned she has used another jnj product (vicryl sutures) but they take ¿a little longer to break and they don¿t work as well. Hcp did not provide any further information. Reporting since it is a jnj product, although not a pharmaceutical product. Please disregard product entered in lsr (ethicon urinary placement catheter), as the correct product (vicryl sutures) was not an available choice.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported to the employee by healthcare professional that while using the sutures, it takes a little longer to break and they do not work as well. Device is not available for return. No patient consequences reported was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/3/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: - please provide additional details of the reported alleged deficiency. - how many devices demonstrated the alleged deficiency? - what does "takes a little longer to break and they do not work as well" mean? Please explain. - were there patient consequences? If yes, please explain. - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. - please provide product code. - please provide lot number. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). We have had sporadic difficulties obtaining fast absorbing gut suture (5-0 on a p3 needle). I asked if this product was being phased out. I then asserted that I found that vicryl rapide took a little longer than I wanted to dissolve. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.